Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that when the physician tried to remove the lead at the end of the trial, the distal end of the lead remained in the patient. The detached portion was later surgically removed and there have been no reports of further complications regarding this event.